Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 330cc saline prosthesis, catalog #3503330, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses. On (B)(6) 2018 the patient fell and began experiencing bilateral pain. As a result, bilateral prosthesis removal is planned for (B)(6) 2018. (See 1645337-2018-02240 for report on contralateral prosthesis).

Manufacturer narrative:
The device history record (DHR) of lot number 5589563 was reviewed on 4/30/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).